Manufacturer narrative:
The investigation has concluded, with the primary root cause of system packaging that was not sufficient to prevent damage during transportation. Ge healthcare (gehc) has initiated a field action to correct all affected units (refer to res #(B)(4)).

Event description:
It was reported that a broken screw cap was found on an infinia system. The infinia system with the broken screw cap had been de-installed and re-installed multiple times. Due the latency of the failure, the issue may not be detectable during installation, however systems are checked for proper fasteners during preventative maintenance (pm). There were no detector falls or injuries due to this issue.

Manufacturer narrative:
D4 - no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs haifa fi - 4 hayozma st. Israel tirat hacarmel hefa, 30200. H7 - field action, inspection and repair was initiated. Broken screw caps could be an early sign of potential joint separation that could lead to a hazardous situation. Over time, if more screws loosen or are damaged, it could lead to fatigue in the ball screw holding the detector. Gehc has determined that if this malfunction were to occur, it would be likely to result in death or serious injury. The infinia system with the broken screw was taken out of service and scrapped. Gehc has initiated a field action for inspection and repair of potentially affected devices. The investigation concluded that infinia, vg & nm600 rotor a were potentially damaged from shocks experienced during shipping due to inadequate packaging. A CAPA has been initiated to address the root cause and prevent recurrence. There have been no injuries associated with the reported event.